Event description:
Several balloons and stents were unable to cross a tight stenosis. During the withdrawal of the guide wire, the tip sheared off in the coronary artery and was unable to be retrieved despite attempts. The guide wire tip remains in the coronary anatomy and will not be removed.